Event description:
It was reported that the intra-aortic balloon (iab) catheter did not inflate after insertion. As a result, the staff used a new catheter to complete the procedure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter did not inflate after insertion. As a result, the staff used a new catheter to complete the procedure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "iab catheter did not inflate after insertion" is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications for the complaint. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) catheter did not inflate after insertion. As a result, the staff used a new catheter to complete the procedure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The reported complaint of iab would not inflate completely is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.